Manufacturer narrative:
Updated the conclusion, component, and evaluation code

Event description:
It has been reported the device continuously stated to "apply pads, analyzing" during a patient use event. A second defibrillator was used. The patient survived.